Event description:
It was reported a balloon developed a leak during preparation for a cardiac vein graft procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device co cannot determine the cause for this event. Directions for use state: "if loss of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...inflation in excess of the rated burst pressure may cause balloon to rupture...balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples."